Event description:
It was reported that this right atrial (ra) lead exhibited a noisy signal. Boston scientific technical services (ts) reviewed the latitude and showed that the ra lead also showed low intrinsic amplitude fuzzy non physiologic noise for extended periods of time. As of this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).